Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260 ,serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. During an implant procedure, once the healthcare professional (hcp) had placed the leads into the ins, the rep ran a connectivity check which showed contact 3 to be out; it displayed with a red x. The rep had the hcp remove the lead and try to re-insert it but they got the same results. The rep then ran an impedance check and it showed contact 3 to be out of range, showing at 40,000 ohms with a red x indicating do not use. The hcp tried 2-3 more times, each time with the same result. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep had the hcp take the leads out of the battery, wipe them down thoroughly in case there was any blood of fluid covering the contacts and then re-inserted them. They also tried tightening the connection that holds the leads in place to the battery. After multiple failed attempts to get the connectivity check to show all contacts green and an impedance check showing all within range, the hcp just continued on. The hcp told the rep to program around the contact that was out. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.